Event description:
Dialysis circuit flushed with heparin 1,000 u prior to dialysis treatment start. When treatment started, complained of nausea, numbness to lips and tongue. Face flushed. Pulse to 133. Dialysis ceased, dialyzer discarded. Patient given benadryl 25 mg IV push. No dyspnea, tachypnea, or hypotension. Observed, vs stable. Discharged at 0930 with no further complaints. Two lot numbers of recently recalled baxter heparin 1,000 u in stock at this time: lot # 047056 in stock since 09/18/2007, and lot # 107024 in stock since 10/09/2007. Dates of use: #1. 2007 till out. #2. 2007 - 2008. Diagnosis or reason for use: #1 & #2 product recall. Event abated after use stopped: #1 & #2: yes.